Manufacturer narrative:
H.6. Investigation findings: investigation findings code updated to code 213 as a result of the completion of a DHR review. H.6. Investigation conclusions: code 11 updated to code 4315. H.6. Type of investigation code 4118 updated to code 3331 with completion of phr review. This event also includes device 13442722/ 00733132618552 and 11212827/ 00733132618569.

Event description:
The following information was reported to gore through the (B)(6) registry for endovascular aortic treatment (great 10-11): on (B)(6) 2015 the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. The maximum diameter of the aneurysm measured 65 mm. The patient's infrarenal neck angle measured 31 degrees. The patient tolerated the procedure. On (B)(6) 2021, angiography was performed, and as a result, the physician performed a transcaval coil embolization and implanted an additional aortic endograft. Patient tolerated the procedure.